Event description:
It was reported via repair work order that the foot end of bed was elevated and would not lower due to malfunctioned lift coupler and jammed foot end lift. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.